Manufacturer narrative:
Microline surgical is awaiting return of the product so that an investigation can be performed. No further information at this time.

Event description:
During a surgical procedure, a surgical forceps broke inside the abdomen, making it necessary to use x-ray imaging. The fragment was found lodged in an infrahepatic location. During the search maneuvers, while placing the patient in the anti-trendelenburg position, accidental extubation occurred, requiring re-intubation, with no clinical consequences. In addition, it was necessary to call in the general surgery team in order to locate and remove the fragment.